Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement with updated software.